Event description:
It was reported that during a laparoscopic cholecystectomy procedure the first two firings were fine. On the third firing, the clip scissored. The clip applier was under no tension, no increase in resistance. The jaws were at an angle on cystic duct but no excessive torque was applied. It happened a few times intermittently. Continued case with the same instrument discarding the faulty clips. Case was completed successfully. No adverse event to patient. No significant delay to procedure. Device has been discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.